Event description:
This unsolicited case from united states was received on (B)(6) 2017 from an other non-health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and after unknown latency had infection. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date in 2017, patient received treatment with intra- articular synvisc one injection (batch/lot number, expiration date, dose, frequency and indication: not provided). On an unknown date in 2017, after unknown latency, patient had infection due to which patient was hospitalized for 5 days. On an unknown date in 2017, patient was discharged and completed her antibiotics. Patient was on antiinflammatory for increased swelling in the knee per original orthopedic that gave her the injection. Action taken: unknown. Corrective treatment: anti-inflammatory, antibiotic. Outcome: unknown. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: hospitalization. Pharmacovigilance comment: sanofi company comment dated (B)(6) 2017: this case concerns a female patient who received treatment with synvisc one and was hospitalized for infection. Based on the temporal gap, the causal relationship of the product cannot be denied with the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Further information regarding patient's medical and family history, concurrent conditions, concomitant medications and other risk factors would aid in the complete medical assessment of the case.

Event description:
This unsolicited case from united states was received on 21-dec-2017 from an other non-health care professional. This case concerns a (B)(6) years old female patient who received treatment with synvisc one injection and on the same day had extreme swelling of right leg and nerve pain; after unknown latency had infection, also, device malfunction was identified for the reported lot number. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date in 2017, patient received treatment with intra- articular synvisc one injection (batch/lot number, expiration date, dose, frequency and indication: not provided) for knee pain. On the same day, patient had extreme swelling of right leg and nerve pain. On an unknown date in 2017, after unknown latency, patient had infection due to which patient was hospitalized for 5 days. On an unknown date in 2017, patient was discharged and completed her antibiotics. Patient was on anti-inflammatory for increased swelling in the knee per original orthopedic that gave her the injection. Action taken: unknown corrective treatment: anti-inflammatory, antibiotic for infection; not reported for other events outcome: not recovered for all events seriousness criteria: hospitalization for all events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Additional information was received on 21-dec-2017 and 04-jan-2018 (processed with clock start date of 21-dec- 2017) from other non-healthcare professional (attorney). Events of extreme swelling of right leg, nerve pain and device malfunction were added. Clinical course was updated and text amended accordingly. Pharmacovigilance comment: sanofi company comment for follow up dated 21-dec-2017: this case concerns a female patient who received treatment with synvisc one from the recalled lot and was hospitalized for joint infection. Patient also experienced swelling of leg and nerve pain. Based on the temporal gap, the causal relationship of the product cannot be denied with the occurrence of event. However, there is no information regarding the technique of injection and whether aseptic conditions were maintained during the injection. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.